Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 09/17/2020 . Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? The answer is unabtainable. Once there is any update, we will update the information. Please provide procedure date? (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? Please provide procedure date. A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an right eye pterygium excision and limbal stem cell transplantation procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle at the time of knotting by a slight pull. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.